Event description:
The customer reported to olympus the loaner subject device was used on more than fifteen (15) patients at customer a/facility 1 and an unknown number of patients at customer b/facility 2 after being used on a patient suspected of having creutzfeldt-jakob disease (cjd) at customer a/facility 1. At customer a/facility 1, the patient was confirmed to have sporadic cjd after cerebrospinal fluid was tested, following a colonoscopy procedure (B)(6) 2022. The subject device was then used on 15 patients at customer a/facility 1 and was machine reprocessed, after it had been used on the patient with sporadic cjd. No other cjd infections have been confirmed. The loaner device was returned to olympus and then sent to customer b/facility 2 for use. The subject device was used at customer b/facility 2 on an unknown number of patients, after it was used on the patient from facility 1 confirmed to have sporadic cjd. When customer b/facility 2, was informed of the subject device being used on a patient with sporadic cjd at the previous facility, the subject device was quarantined at facility 2 and the (B)(6) health authorities were notified. The (B)(6) health authorities gave the all clear stating the device could be reprocessed and used normally. They also stated, there is low probability of contamination, the patient is alive. The pre-cleaning process for facility 1 includes the following: pre-cleaning in examination room, immediately after the examination, vacuumed through with 200ml enzyme cleaner and wipe the endoscope with moist compresses, and drying can be excluded. Weigert neodischer endo med pre-cleaner used and weigert neodischer endo clean endoscope washing machine. The reported event includes the following 16 reports: (B)(6) is for an unknown number of patients at facility 2; (B)(6) is for case 1; (B)(6)is for case 2; (B)(6) is for case 3; (B)(6)is for case 4; (B)(6)is for case 5; (B)(6) is for case 6; (B)(6) is for case 7; (B)(6) is for case 8; (B)(6) is for case 9; (B)(6) is for case 10; (B)(6) is for case 11; (B)(6) is for case 12; (B)(6) is for case 13; (B)(6) is for case 14; (B)(6) is for case 15. This report is 6 of 16: (B)(6) is for case 5.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to determine the root cause of the reported error code. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿1.4 precautions: prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country.¿ olympus will continue to monitor field performance for this device.